Event description:
The customer reported that the iabp was in use on a patient, the iabp generated a "system failure" alarm after restart. A bag of saline had previously ruptured and dried up on the iabp. The pump was replaced and therapy was continued. No patient injury was reported. Note: patient date of birth: (B)(6).

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The evaluation of the pump is in progress. A supplemental report will be submitted once the evaluation is completed. (B)(4).